Event description:
It has been reported to philips that, system would not fully booting up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The review of system log file showed the issue was caused due to malfunctioning 'grabber cards or psu' or empty battery. During troubleshooting, fse identified the machine was not fully booting up. There was a water leak in the equipment room that found its way into the b cabinet over the weekend. A roof-mounted drainpipe was the source of the water. After the system was turned on, fse saw that it would only proceed to the 0:00 timer and not past the screen. To identify and investigate which systems appeared to be without power, the fse proceeded to the equipment room. There was dried water residue found within the b cabinet upon opening. Upon pulling out the cabinet, it was discovered to have leaks from the ceiling. The flexvision pc's new hard drive was fitted, and the grabber cards were reseated by the fse during follow-up. The machine continues to have grabber card issues even after trying to reinstall software onto a fresh hard drive. The new flexvision pc was installed and the software was loaded onto it over the course of the ongoing troubleshooting. The system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.